Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by a health care professional (hcp) who had been calling for MRI guidelines that they had been told by their coworker, who had spoken with the patient, that the remote was not working. No further details were available. Technical services (ts) told caller to have the patient call patient and technical services to troubleshoot why the patient's device was not working. The caller was not with the patient and they were redirected to contact the manufacturer representative (rep) to see if the rep could help put the patient's system into MRI mode. The caller called back and reported that the patient apparently could put their implant into MRI mode, however MRI mode showed that the patient was not eligible for MRI due to implant and lead tip location. The MRI technician stated that the patient reported having a revision in april of that year where they had moved everything to the other side of the body. The caller stated they did not know the reason for the revision and stated they were going to page a rep to see if the system could be reprogrammed, assuming the data had been entered incorrectly.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.